Event description:
It was reported that a clip was found broken when a nurse attempted to load it to the applier during a surgery. Therefore, a new unit was used instead.

Manufacturer narrative:
Qn# (B)(4). The customer returned one unit 544230 hemolok ml clips 6/cart 84/box for investigation. Only one half of a clip was returned loose and it was the hook half. The lidstock was also returned. The loose clip half was visually examined with and without magnification. Visual examination revealed that the loose clip half exhibited a staggered break at the hinge. The clip was broken at the center of the outer hinge and towards the pierced boss side of the inner hinge. The clip half appears used as there was biological material present on the sample. The clip breaking at the hinge during loading was determined to be the result of inadequate cross-sectional area at the outer hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The IFU for this product, l02425, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The loose clip half exhibited a staggered break as it was broken at the center of the outer hinge and towards the pierced boss side of the inner hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The reported complaint of "broken parts - clip - hinge" was confirmed based upon the sample received. One clip half was returned loose , and the clip exhibited a staggered break where it was broken at the center of the outer hinge and towards the pierced boss side of the inner hinge. The clip breaking at the hinge during loading was determined to be the result of inadequate cross-sectional area at the outer hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a clip was found broken when a nurse attempted to load it to the applier during a surgery. Therefore, a new unit was used instead.